Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires being broken.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because device batch number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on both leads. Lead fracture was noted visually. As a result, the patient underwent surgical intervention during which leads were explanted and replaced. Effective therapy was established post-operatively.